Manufacturer narrative:
The client had experienced a minor incident in which they had clipped the wing mirror when maneuvering past the car in the driveway. Upon inspection it was observed that the l/h motor brake was not engaging. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in the (B)(6).

Event description:
The client had experienced a minor incident in which they had clipped the wing mirror when maneuvering past the car in the driveway. Upon inspection it was observed that the l/h motor brake was not engaging. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in the (B)(6).